Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose value was 136 mg/dl. The customer was able to clear the alarm and able to rewind the insulin pump. The customer reported that the insulin pump did not passed self-test. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with debris inside of the reservoir tube, unable to perform the displacement test. Hardware low level failures was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.